Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned or evaluated by baxter. If the device is sent in and evaluated in the future, a supplemental report will be provided. See scanned page.

Event description:
It was reported that a spectrum pump was displaying an air-in-line message. No further info was provided.